Manufacturer narrative:
Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the occurred event.

Manufacturer narrative:
Device is currently not available for evaluation; supplemental report will be submitted after evaluation of all device components is completed.

Event description:
User wanted to stand up. During the first step, the prosthesis did not secure the stance phase. User fell on knee joint. Impact on implant. Pain in stump and back. After outpatient treatment, spinal fracture detected.